Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient's ins didn't work, and all they were told was that "sometimes the permanent ones don't work." They didn't want to have a medtronic device but were told they had to have a medtronic device because it was MRI compatible. Then when they needed an MRI, the patient couldn't have one because the ins was not MRI compatible. They were going to have the ins removed the following week.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.